Event description:
Patient reported experiencing erratic blood glucose (values not provided), for the past 5 days. She believes that the device may not be delivering the correct amount of insulin. Patient indicated that she experienced low blood glucose symptoms in 2004. No treatment was received.